Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. Per complaint report, the biomed at the user facility fixed the monpwr connector and therefore the device will not be returned to integra for evaluation. The DHR review and service history review could not be completed for the monpwr reported as defective since the serial number of the monitor was not provided. A review of complaints history revealed 2 complaint evaluations identified the monpwr connector came apart similar to this complaint. Root cause: the ac power adaptor was not returned to integra for failure analysis investigation. The root cause of the defective ac adaptor¿s lemo connector was determined as the user twisting the ac adaptor connector instead of using the shell of the lemo connector as indicated by the arrows on the lemo cable shell. Corrective action was completed which updated the ac power adaptor part specification to include adhesive in the assembly process by the supplier. All stock was reworked to rework instruction to add the adhesive to the ac adaptor¿s lemo connector. All ac power adaptors which are packaged with the cam02 monitor now include the adhesive to prevent the user twisting the lemo connector shell. No further corrective actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that a nurse was holding the plug and dropped it and it "shattered into pieces" the plug was sent to the user facility's biomed where it was repaired. The biomedical engineer stated that the plug did come apart in two pieces but she was able to reconnect them and add a little glue and the monitor is working fine now. There was no patient contact and no patient prepped for surgery. There was no delay in surgery.